Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate or verify the reported power issue. The battery pins in the device were replaced and the batteries recharged as a precaution. It was observed that battery was low. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient call. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.